Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ophthalmic backflush did not work. When it was inserted into one of the ports and used during a pars plana vitrectomy procedure, it did not release any fluid. Patient impact has not been provided. Additional information has been requested but is not available at the time of this report.